Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for multiple samples. The following data was provided (repeat testing was completed on another instrument, customer provided reference range: 136 to 146 mmol/l): (B)(6) 2023, initial sodium result = 114 mmol/l, repeat = 138 mmol/l (B)(6) 2023, initial sodium result = 116 mmol/l, repeat = 138 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for multiple samples. The following data was provided (repeat testing was completed on another instrument, customer provided reference range: 136 to 146 mmol/l): 04oct2023 sid (B)(6)initial sodium result = 114 mmol/l, repeat = 138 mmol/l 06oct2023 sid (B)(6)initial sodium result = 116 mmol/l, repeat = 138 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely depressed sodium results included a search for similar complaints, and the review of the complaint text, trending data review, and labeling review. Return testing was not completed as returns were not available. A review of customer data aligned with the customer¿s issue and no additional issues were identified. A review of tickets determined there is not an increase in complaint activity for the alinity c ict sample diluent lot 60167un23. A review of tracking and trending for the alinity c ict sample diluent did not identify any trends for the issue for the product. The review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6)or the alinity c ict sample diluent for lot number 60167un23 was identified.